Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 325 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer caused of hospitalization was ketones and high blood glucose. Customer was in the hospital for two days and then released. Customer was wearing the pump at time of hospitalization.